Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1766 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump status and/or event log reported motor stall occurred and motor stall and recovery. The stalls began on (B)(6) 2018. There had been a series of stalls and recoveries with the most recent stall on (B)(6) 2019 which was still occurring. It was confirmed that there were no emi/magnetic sources present. The patient was currently in the ICU (intensive care unit), but there did not appear to be anything in the area that would stall the pump. The reporter had not heard the alarm sound and had been with the patient for longer than 10 minutes. It was confirmed that the critical alarm interval was set to 10 minutes. It was noted that the patient was pretty spastic and that the symptom had come on suddenly. The reporter was planning to review the pump status with the patient¿s pump managing hcp. Additional information was received later the same day at which time it was reported that the managing hcp wanted to turn the pump off and then back on again as he had success pulling the pump out of a stall. The pump was then updated to minimum rate with some difficulty as the patient was ¿super spastic¿. No recovery occurred as a result of the actions. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 01-feb-2019 from the company representative who reported that she didn¿t know why she didn¿t hear the alarm the whole time she was with the patient, but there were a lot of ¿beeps and things¿ going off in the background because of the patient¿s location in the ICU (intensive care unit). No further complications have been reported as a result of this event.